Manufacturer narrative:
Findings: pump was received with intermittent button response and button error alarm due to corroded keypad traces. Unit passed displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. No moisture damage under lcd screen, electronic assembly or motor noted. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot at battery tube threads area and cracked reservoir tube lip.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed button error. The patient's blood glucose level was 248 mg/dl at the time of the call. The customer stated that the insulin pump was exposed to pool water. The customer stated they felt they had high blood glucose due to eating. The customer is experiencing more alarms from their insulin pump recently. The customer stated that they cannot continue troubleshooting the issue because the keypad stopped responding. The customer did not return the product back for analysis.